Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv lead had high thresholds and high impedance. When the device pocket was opened for a device changeout, the lv lead was found to be pinched and fractured when the physician straightened out the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.